Manufacturer narrative:
The cts agent enlisted the assistance of an applications specialist to provide additional support for the customer. The applications specialist identified that the instrument was not properly set for the desired result by the customer. The customer did not initially understand how the instrument needed to be set to get the expected results. The application specialist instructed the customer that the instrument needs to be set to 'not' enable auto bacteria grading. Labeling: per dxu 840m instruction for use (IFU) user manual (part number: c49320aa): -section 6-19; auto-classification: ¿bacteria <3 microns in size are too small to be automatically identified by auto-particle recognition (apr) and require a technician to identify and grade. Apr will auto-classify bacilli >3 microns in size as isolated images. The operator is responsible for verifying that the classified particles displayed match their appropriate auto-classification. The presence/absence of clinically significant bacteria changes the verification process. No instrument malfunction was identified related to this event. Bec internal idnetifier - case-(B)(4).

Event description:
The customer had generated erroneous positive bacteria and yeast results on patient samples. Seven (7) patient samples with erroneous bacteria and yeast test-results were released out from the customer¿s site. One patient¿s sample¿s treatment was impacted where the patient was provided prescribed antibiotics treatment when the patient did not require it.